Event description:
It was reported that pt presented in the emergency room after receiving a shock. Device delivered inappropriate therapy for atrial flutter for fast conduction. Atial undersensing due to blanking also noted. Adjust svt detect criteria was recommended.

Manufacturer narrative:
This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. Initial reporter: company representative.